Manufacturer narrative:
The impella device was discarded by the customer and therefore, evaluation of the device was not possible. Upon conclusion of the investigation, a supplemental report will be submitted with a summary of the results. Per the IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported following placement of impella cp for support, the male patient of unknown age had bleeding in the groin area. Blood transfusion was performed and the pump was explanted.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. In accordance with updated procedures added- d6a/d6b. D4-updated model number. G1 updated reporting first and last name. Have been revised from the initial submission.